Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain and cloudy effluent. The cause of the events were unknown. It was reported that the patient was hospitalized for the event. Treatment and outcome were not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms.the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.